Event description:
A dialysis graft was angioplastied with a pta balloon. A 2nd pta was done with a 12x4 admiral balloon. The admiral balloon ruptured transversely during inflation and the proximal portion was removed through the sheath. The distal portion of the balloon could not be removed. A snare was unsuccessfully used to retrieve the balloon. The pt was sent to surgery for balloon removal. Post procedure the pt was in stable condition.